Manufacturer narrative:
The date of the explant is unknown.

Event description:
Related manufacturing numbers: 1627487-2021-00469, 1627487-2021-00471, 1627487-2021-00472, 1627487-2021-00473. It was reported that the patient had their entire system explanted in 2018. No additional information is available.